Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the patient was admitted after laboratory test results showed a hematocrit level of 28.6%. The patient's previous level on (B)(6) 2017 was 34.4%. Other clinical symptoms reported were shortness of breath and fatigue. The patient's medication list on admission was birth control, and medical management with sadostatin and thalidomide due to previously unreported gastrointestinal bleeding (gib) episodes and admissions on (B)(6) 2017. During this admission, an endoscopy with cautery was performed. Additionally, three (3) units of packed red blood cells were given and unspecified changes were made to the patient's medication. As of (B)(6) 2017, it was reported that the gi bleeding resolved. No other information was provided.